Manufacturer narrative:
Additional information was received stating no patient injury resulted, and no medical intervention was required. One tracheostomy was returned for evaluation. It was noted to be returned without the airway inflation balloon. Magnification was used during visual inspection of the device; the airway line appeared to be broken at the balloon junction. While no definitive problem source to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received indicating that a smiths cadd® extension set displayed signs of leakage. It was reported that the set leaked at the at the connection point from the tubing to the remote bag. There was no reported injury to the patient.